Event description:
It was reported that during an atherectomy treatment procedure, catheter removal difficulties occurred as well as a damaged cutting balloon blade. The target lesion was located in the subclavian artery. This 8.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for treatment and used. Upon use, the catheter "was difficult to remove". During removal, the vascular sheath was damaged by a "damaged" blade of the cutting balloon. No patient complications were reported. Additional information has been requested and is not available.

Event description:
It was reported that during an atherectomy treatment procedure, catheter removal difficulties occurred as well as a damaged cutting balloon blade. The target lesion was located in the subclavian artery. This 8.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for treatment and used. Upon use, the catheter "was difficult to remove". During removal, the vascular sheath was damaged by a "damaged" blade of the cutting balloon. No patient complications were reported. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
An examination of the returned complaint device noted that the returned balloon showed evidence of being inflated with congealed blood in the balloon and shaft. The shaft was stretched and kinked at several locations along its length. One blade and pad was lifted from the balloon for a length of 7mm from the proximal end. No part of the blade was missing. All other blades remained fully bonded to the balloon surface. No other damage to the device was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).